Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a transmitter malfunction and an adverse event. Patient's mother reported that on the night of (B)(6) 2019, she was alerted by the continuous glucose monitor (cgm) follow app that no values were being received from the cgm mobile app, which prompted her to contact the patient. Patient confirmed with mother that the cgm mobile app was not displaying readings which they alleged was due to a transmitter malfunction. The issue continued throughout the night and into the next morning, when the adverse event occurred. The patient had a very abundant breakfast, but lost consciousness while on the bus due to low blood glucose levels. Patient was assisted by a teacher and a friend who brought the patient to the hospital. Blood tests were performed, and patient was examined by a doctor who found nothing clinically evident and patient was sent home. At the time of contact, the patient was feeling well. No further details regarding medical treatment were provided. Data was provided for investigation. The problem was not confirmed. The root cause could not be determined post investigation. No additional event or patient information is available.